Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 6,500 mcg/ml; 7,253.7 mcg/day and morphine 18 mg/ml; 20.87 mg/day via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2015. It was reported the patient had been having more pain over all. The hcp had been increasing the pump with not a lot of pain control. The patient was referred to a neurosurgeon and the neurosurgeon wanted an MRI first. Magnetic resonance imaging (MRI) was done on (B)(6) 2015. The pump was interrogated and it was noted that a motor stall occurred on (B)(6) 2015. The pump was re-interrogated and a tube set occurred on (B)(6) 2015 and a motor stall recovery occurred on (B)(6) 2015 (date that it was re- interrogated). The plan was to follow up with the hcp to fill the pump and assess volumes. The patient did not report any changes in symptom after the MRI on (B)(6) 2015. The cause of the event, results of the MRI, interventions, medical history, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.